Manufacturer narrative:
Product event summary: the device was returned and analyzed. The reported power on reset was confirmed. Hybrid analysis demonstrated that the device was fully functional and no new power on resets were observed. No evidence of high voltage arcing was observed on the device exterior or interior. Hybrid analysis did not identify any anomalies that would account for the power on reset. It was reported that a suspected insulation breach of the competitor lead was likely the cause for the reported power on resets. The multiple defibrillation shocks and no reason code power on resets are consistent with high voltage therapy into a damaged lead. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced a power on reset (por), resulting from a suspected insulation breach of the competitor lead. The ICD was explanted and upgraded to a cardiac resynchronization therapy defibrillator (crt-d. No patient complications have been reported as a result of this event.